Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000126287. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg site and ineffective therapy. X-rays showed that one of the leads had migrated. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced, while the lead was repositioned. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated